Manufacturer narrative:
No serial number was provided; therefore, device history record (DHR) review could not be completed. No device was was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI / catalog), (510k) are unknown. No product information has been provided to date.

Event description:
It was reported that the device alarmed no disposable connected 48 hours after the cassette was connected to the pump. No patient injury was reported.